Event description:
Unsuccessful placement of subclavian hemodialysis catheter with fluroscopic, followed by successful placement of another dual lumen hemodialysis catheter. Acute cardiac arrest with unsuccessful CPR. Pt expired. Autopsy report showed left laceration of right brachiocephalic vein, and right hemothorax.